Event description:
It was reported that during the maintenance checkup, the customer noticed the air passage port connector was disconnected. He suspected the connector got disconnected together with the breathing circuit when detaching the breathing circuit. No patient injury was reported.

Manufacturer narrative:
Device evaluation - it is not a problem related to previous smiths repairs. Manufacturing device history report is not relevant to this design issue. The device was visually inspected. All labels were still intact. There was no abnormality in the appearance of the main body except for missing the patient outlet connector. The reported problem was because the load in the loosening direction was applied when the patient circuit was attached or detached. After attaching the patient circuit connector (spare parts kit) to the mainbody and tightening it with a force of 4.5 nm, functional tests and performance tests were conducted and passed.